Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this lead was repositioned due to there was a thresholds increased and impedance decreased. Which it may have contributed to a micro dislodgement. After lead reposition all number were ok. No additional adverse patient effects.